Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer reloaded the same cartridge and was able to successfully resume insulin therapy, resolving the issue.